Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following the keypad not responding. On an unspecified date and time, the device was programmed for continuous+bolus delivery of an unspecified concentration of bupivacaine and fentanyl via epidural route. No further programming parameters were provided. On (B)(6) 2012 at 1230, the nurse changed the medication container per the user facility protocol. At that time, the nurse reported that when attempting to program the device for a new container the keypad would not respond. The nurse reported the patient was in "excruciating pain and crying." The nurse replaced the batteries in the device. After the batteries were replaced, the device was able to be programmed. Therapy was resumed using the same device. The customer contact indicated the delay in therapy was approximately 45-60 minutes. After an unspecified length of time, the nurse reported the device did not deliver a dose when the patient pressed the button on the bolus cord. It was unspecified if the device had been programmed for a patient lock out. The physician was notified. The patient was given an unspecified pain medication per user facility protocol for breakthrough pain. After approximately 10 minutes, the device delivered a dose when the button on the bolus cord was pressed. Therapy was continued using the same device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.